Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed no delivery. The customer's blood glucose level was 200 mg/dl. During troubleshooting, the customer saw insulin exit the tubing and was informed that the problem may have been caused by an occlusion. The customer was sent replacements and was advised to return the infusion set and reservoir back for analysis.